Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had exhbited undersensing and high thresholds. The rv lead had paced errantly and the patient experience weakness and shortness of breath. The rv lead remains in use. No further patient complications have been reported as a result of this event.